Event description:
It was reported that device classified an episode that occurred in the vt zone as svt. The patient spontaneously terminated from the arrhythmia and was asymptomatic. The device was reprogrammed. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.